Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular lead had delivered an inappropriate shock due to noise oversensing. No intervention was performed. The patient was discharged.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2024. The patient was discharged without any complications.